Manufacturer narrative:
It was reported that express 3 units, if back of switch falls off or if the swivel plate comes loose, can run without the lid being closed. No sn for the specific unit provided. Status of repair unknown. No rotor failures or breakage or loss of sample reported. No injuries reported.

Event description:
Customer reported the centrifuge runs with lid open.